Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a pad lifted/damaged on a transformer located on the pace/defib engine board. The pacedefib engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.